Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 crf part 803, as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during placement of two vascular stents in the external iliac artery, after the deployment of the second stent resistance was felt during the removal of the delivery system. After pulling and pushing the system, it could be removed without resistance. Post angiography showed that a portion (1-2 cm) of the proximal end of the vascular stent was fractured and remained floating in the artery. No further patient injury was reported. The patient is being monitored. The stent fragment will be removed surgically if necessary.